Manufacturer narrative:
As the lot number for the device was provided, a manufacturing review will be performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The device is labeled for single use.

Event description:
This report summarizes one malfunction. A review of the reported information indicated that model 17820021 bone biopsy needle allegedly fractured and the 2mm needle tip remained in the patient. It was further reported the healthcare provider decided not to remove the tip as it would not be health-hazardous to the patient. There was no reported patient injury. This information was received from one source. Patient age, weight, and gender were not provided.